Manufacturer narrative:
The reported microraptor drill, used in treatment, has been returned for evaluation. Visual assessment of the drill confirmed the reported complaint. Approximately ½ inch of the drill head has been broken off and was not returned. The break area is angular in nature and shows signs of plastic deformation. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the drill during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. This case reports that during an arthroscopic hip surgery, the tip of a microraptor drill bit broke off in the bone on the first pass of the drill bit going in. Per e-mail communication the fragments were retained in the pelvis. The surgery was completed by using a back-up device in the previously drilled bone hole. No patient injuries are be reported due to the additional surgical time. Based on the limited information provided the root cause of the reported microraptor drill tip breakage cannot be determined. It is unclear if the instructions for use was adhered to, it has precautionary statements and instructions in regards to avoid damage or non-functionality, and this includes avoiding excessive force on the drill during use. The needle tip is made of astm f2063 nitinol which is a biocompatible material however, since the needle tip is part of a surgical device it is not approved for implantation. Since the retained drill tip was left in the bone, migration is unlikely. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) This case reports that during an arthroscopic hip surgery, the tip of a microraptor drill bit broke off in the bone on the first pass of the drill bit going in. Per e-mail communication the fragments were retained in the pelvis. The surgery was completed by using a back-up device in the previously drilled bone hole. No patient injuries are be reported due to the additional surgical time. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. The microraptor drill was returned for evaluation and the results confirmed that approximately ½ inch of the drill head has been broken off. Material composition: the microraptor drill tip material is nitinol per astm f2063 which is used in several implantable medical devices. Conclusion: based on the limited information provided the root cause of the reported microraptor drill tip breakage cannot be determined. It is unclear if the IFU was adhered to, it has precautionary statements and instructions in regards to avoid damage or non-functionality, and this includes avoiding excessive force on the drill during use. The needle tip is made of astm f2063 nitinol which is a biocompatible material however, since the needle tip is part of a surgical device it is not approved for implantation. Since the retained drill tip was left in the bone, migration is unlikely. No further clinical/medical assessment is warranted at this time. Approved by (B)(6), md, (B)(6) 2020.

Event description:
It was reported that, during an arthroscopic hip surgery, the tip of a microraptor drill bit broke off in the bone on the first pass of the drill bit going in. The fragments were retained in the pelvis as retrieving would cause issue. The surgery was completed by using a back-up device in the previously drilled bone hole. Surgery was delayed about 10 min; nevertheless, the patient was not stated to be harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.